Manufacturer narrative:
Patient sex, weight, date of event and explant date were not provided. When the requested information becomes available, a supplementary report will be submitted.

Event description:
(B)(4), after clinical procedure, patient experienced lack of primary stability.